Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device and battery by resmed. The reported issue was confirmed. The investigation determined that the device fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's internal battery would not charge. There was no patient injury reported as a result of this incident.